Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the loop electrode was found to be broken during a visual inspection. The root cause could not be identified. Based on the results of the investigation, the reported issue was caused by component failure of the loop electrode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high frequency-resection electrode loop exhibited broken electrode loop. There was no patient involvement.